Manufacturer narrative:
On 15-nov-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000407 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician aspirated bubbles from the vizigo and thought that he had a damaged valve. The system was inside the patient in the left atrium. There was no blood return, visibly damaged components, or air introduced into the patient. The physician used a new vizigo and that fixed the issue. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 13-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician aspirated bubbles from the vizigo and thought that he had a damaged valve. The system was inside the patient in the left atrium. There was no blood return, visibly damaged components, or air introduced into the patient. The physician used a new vizigo and that fixed the issue. The procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. Device history record review was performed for the finished device number lot 60000407 and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer could be related to the hemostatic valve failure observed during the analysis; therefore, the customer complaint was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).